Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include storage temperature, and or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that the wound care team at (B)(6) has experienced that the silicone was beading and sticking to patients skin and also the back of the tabs upon removal from the dressing. They have noted that the silicone is stickier than it previously was and has potential to cause harm to patients upon removal.